Manufacturer narrative:
At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the respiratory main screen display line slip. The customer reported the nurse follow the doctor's advise to use a ventilator and after the device was switched on, the main screen prompted the pipeline to slide off. The customer reported the ventilator was temporarily discontinued and could not be used normally. The customer reported there is no patient consequence associated with the event.